Manufacturer narrative:
As reported, on follow up visit five days after a procedure with a 6f mynx control vascular closure device (vcd), the patient presented with a purple bump and oozing at the access site. There was no pus noted, however antibiotics were prescribed. The initial procedure was an ablation. The patient was reported to be doing ok with an additional follow-up planned. Additional information was requested but not provided/ not available. The device was not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site swelling is characterized as an abnormal raise at/near the access site as a result of fluid accumulation. With the limited information provided, it is unknown whether the swelling noted is a localized inflammation of the groin tissue, a hematoma, or even the swelled sealant(s) within the subcutaneous tissue. This is a common post-procedural complication associated with any puncture site, and is frequently related to stick technique, and/or procedural/handling factors of the device used during the procedure. This condition also could not be observed since procedural images were not provided, and no determination on contributing factors could be made as the device was not returned for analysis. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, on follow up visit five days after a procedure with a 6f mynx control vascular closure device (vcd), the patient presented with a purple bump and oozing at the access site. There was no pus noted, however antibiotics were prescribed. The initial procedure was an ablation. The patient was reported to be doing ok with an additional follow-up planned. The device will be returned for evaluation.